Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The safety disk port had a lure cap on it, and the helium tank was turned off. The fse replaced the safety disk (0997-00-0985-01) due to expiration on hours. The fse performed an autofill with a patient simulator and a 40 cc balloon with no problems. The autofill calibration was within specifications. The unit functioned to factory specifications. The iabp was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure.